Manufacturer narrative:
(B)(4). The reported serial number is (B)(6) . The lot number reported is 18f24h0156. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The outer lumen was noted kinked at approximately 27.5cm, 28.8cm and 72.5cm from the distal tip. The central lumen was noted kinked at approximately 15.5cm, 27.5cm, 28.8cm, 41.5cm and 72.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sam-ple. No obvious blood was noted within the helium pathway. The customer photo was reviewed. The photo shows an iab catheter in a bag. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0068in and was within specification of process docu-ment. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lu-men was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 0.7cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 15.5cm from the iabc dis-tal tip; which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 11.5cm from the iabc luer; which is the location of the previously not-ed kink. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon was leaking after insertion" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon re-lease; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported " balloon was leaking after insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine/still critical".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " balloon was leaking after insertion". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine/still critical".

Event description:
It was reported " balloon was leaking after insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine/still critical".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.